Manufacturer narrative:
Device analysis: during functional testing, it was discovered that the drug luer was leaking. During visual inspection, it was discovered that the drug luer was cracked, causing the leak. Although the reported event of a broken and leaking luer was confirmed, the damage was noted on the drug luer; not the coolant luer, as was reported. Amended fields: h6 evaluation method codes, evaluation conclusion codes.

Event description:
It was reported that the coolant luer of the ekos infusion catheter was broken and leaking, and additional intervention was required to exchange the device. An ekos endovascular device, 106x50cm was selected for use in a deep vein thrombosis case. The ekos device was placed without issue. After less than 24 hours of ekos therapy in the ICU, it was observed that the coolant luer was broken and leaking. As a result, the patient was returned to the catheterization lab and the ekos device was exchanged. Thrombus resolution was achieved with the second ekos device and there were no reported patient complications.

Event description:
It was reported that the coolant luer of the ekos infusion catheter was broken and leaking, and additional intervention was required to exchange the device. An ekos endovascular device, 106x50cm was selected for use in a deep vein thrombosis case. The ekos device was placed without issue. After less than 24 hours of ekos therapy in the ICU, it was observed that the coolant luer was broken and leaking. As a result, the patient was returned to the catheterization lab and the ekos device was exchanged. Thrombus resolution was achieved with the second ekos device and there were no reported patient complications.

Manufacturer narrative:
Amended fields: h6 - evaluation method codes, evaluation conclusion codes.

Event description:
It was reported that the coolant luer of the ekos infusion catheter was broken and leaking, and additional intervention was required to exchange the device. An ekos endovascular device, 106x50cm was selected for use in a deep vein thrombosis case. The ekos device was placed without issue. After less than 24 hours of ekos therapy in the ICU, it was observed that the coolant luer was broken and leaking. As a result, the patient was returned to the catheterization lab and the ekos device was exchanged. Thrombus resolution was achieved with the second ekos device and there were no reported patient complications.